Event description:
A consumer reported vision issues following bilateral intraocular lens (iol) implant procedures. She experienced headaches and blurry vision with ghost-like images for reading and the computer. Treatment with medicated eye drops has improved her vision and the headaches have resolved. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire has not been received. (B)(4).